Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Customer states: we are having an issue with a m12 phaseal assembly fixture where it doesn¿t handle smaller bottles well. Please see attached picture where the needle is often piercing directly on metal sealing ring which is causing needle to bend and spillage of chemo drug. Please confirm when did the incident occur (before use/during use) - before use kindly confirm the below on patient impact: did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. If yes, please provide details. - no describe any signs, symptoms, and/or complications the patient experienced. Describe how it was treated and the patient outcome (if not already discussed or reported). - did the course of treatment changed due to event - no. Is there any needle/probe stick injury reported. - no. Please provide the lot/batch no. As it is mentioned as unknown. ¿ not available. Kindly confirm the quantity involved - unknown. Please provide the date of occurrence - unknown.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided for evaluation. Upon review, it appears that the needle of the protector is slightly off-center. This can occasionally occur when using smaller vials, as their center point is narrower compared to larger vials, this does not indicate any issue with the assembly fixture itself. All products undergo a 100% inspection process before release, including verification of fixture functionality. Since the specific lot number related to this incident is unknown, we are unable to perform a detailed device history review. Based on the available information we are not able to identify a root cause related to the assembly fixture or our process at this time. It is important to note that while the assembly fixture is compatible with smaller vials, extra care is needed during use to ensure proper alignment due to the smaller diameter of the vial stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.